Event description:
Part of the guidewire's outer coating "separated" inside the patient during a procedure. The procedure was completed successfully with another guidewire. The patient condition was listed as "fine". Additional information has not been made available.